Event description:
Same case as MDR ID # 2134265-2013-00511, 2134265-2013-00513. It was reported that during angioplasty procedure, the ilab system automatic pullback stopped. During the procedure the physician started a motor drive unit (mdu) pullback of the ilab system. He noticed that the image did not move and slight squealing sound came from the sled and the pullback stopped. Then he tried another pullback after making sure the mdu was correctly connected to the sled. It was unable to pullback and the squealing sound got louder. They disconnected the mdu from the sled and noticed that the squealing sound stopped. The procedure was completed with the manual pullback. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).